Event description:
This report represents problems that are occurring with all of our pumps (>200) at our facility. There is a distal occlusion pressure sensor drift occurring in the pumps. If the distal pressure sensor calibration has drifted it may need recalibration. This means that it is possible for pressure to build up but not be sensed and the machine will not alarm. This also presents the potential for delay and/or incorrect doses of critical IV therapy to the patient. Error codes include: e180, e181, e186 or e346. The manufacturer is aware of the problem and we are working with them and our biomedical department. The manufacturer indicates there is a design issue with this device which causes/contributes to the distal occlusion pressure sensor drift. There has been no patient harm at our facility. This device is used across patient populations (children as well as adults) in all areas of the hospital.what was the original intended procedure?infusion therapy.